Event description:
Customer reported issues with the insulin pump. Customer states that there are cracks on the display window. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Cracked case near lcd window corner, cracked lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.